Event description:
It was reported there was an alert tone and oversensing was found. Pocket manipulation recreated noise. It was also reported the impedance on the rv lead jumped 60 ohms when measuring while manipulating the pocket. A manufacturer technical consultant stated the issue may be due to either the device connections to the lead or possibly a lead fracture. The lead was not a medtronic product. The possibility of grommet damage was also noted. The device and competitive lead were replaced. No patient complications were reported as a result of this event. The device was returned with a report of noise and sensing difficulty. It was noted that it could not be determined if it was related to the ICD or the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found. Grommet damage was noted.